Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of an erroneous low result for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas e 411 immunoassay analyzer. The initial result was 3.75 miu/ml with a data flag. This result was reported outside of the laboratory to the patient who questioned the result. On (B)(6) 2019 the sample was repeated twice with results of 351.1 miu/ml with a data flag and 365.0 miu/ml with a data flag. The result of 365.0 miu/ml was believed to be correct and was reported outside of the laboratory to the patient. On (B)(6) 2019 the patient had an hcg + b of 535.50 miu/ml from a different laboratory using an unknown method. There was no allegation that an adverse event occurred. The hcg + b reagent lot number was 308599 with an expiration date of 31-may-2019. The last preventive maintenance visit was on 04-dec-2018. Pinch tubes were last replaced on 05-feb-2019. Liquid flow cleaning was last performed on 26-feb-2019. The customer did not use rack adapters for the 13 mm sample tubes. The customer last performed calibration on 16-nov-2018. It is recommended to renew calibration after 1 month when using the same reagent lot. Qc was not performed on 26-feb-2019. The qc data from 28-feb-2019 was within the acceptable range. Liquid flow cleaning messages and liquid level detection messages were observed on the alarm trace from 26-feb-2019. Rack adapters must be used for 13 mm sample tubes. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.